Event description:
Discrepant sodium results. The following examples were provided: patient (1) 124 mmol/dl, repeat 130 mmol/l; patient (2) 124 mmol/l, repeat 131 mmol/l. Initial results were not reported. Field service representative was unable to determine causes.